Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the device displayed a blank screen. There was no patient involvement.

Manufacturer narrative:
The device logs were provided for further evaluation. Through the log review, it was confirmed that although the device screen went blank, the device continued to ventilate. The log entries that were observed are consistent with a mainboard malfunction. The mainboard will be replaced to resolve the reported issue. G4. PMA/510(k)# - the device is a similar device in foreign countries and is not marketed under the 510k.